Event description:
It was reported that low impedance and oversensing of noise were observed. At post-op lead replacement, the impedance showed a decrease. The ICD was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis did not confirm the reported impedance anomaly. All functions were found to be normal. The cause of the reported impedance anomaly was not determined.